Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 2nd (second): ifuse implant, p/n 7035-90, lot# 3776-10023, exp. 2014-02, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7030-90, lot# 10006, exp. 2013-08, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2011 where three implants were installed. The patient later had a revision in (B)(6) 2012 for nerve impingement where the superior implant was removed. The patient has had multiple spinal surgeries and continuing pain and reported to a new surgeon who thought the remaining implants may have been loose. In (B)(6) 2019, the surgeon removed the remaining two implants using chisels and installed new hardware. The status of the patient following the revision procedure is not known.